Manufacturer narrative:
This is an end of life product. The customer stated that they are not going to return the cpu to welch allyn for evaluation or repair. Hard disk drives are off-the-shelf sub-components made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure. Method: customer confirmed hdd failure.

Event description:
Customer reported their acuity went down and would not reboot. Welch allyn technical support assisted the customer in troubleshooting the cpu to a defective hard disk drive (hdd). This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event.